Event description:
It was reported asymptomatic patient presented in clinic for routine follow-up. Upon interrogation, it was noted that the patient's left ventricular (lv) lead exhibited non-capture. Fluoroscopy was performed to determine that the lv lead had been dislodged. The lv lead was explanted and replaced successfully. Patient was stable.